Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level ranging from 200 mg/dl to 300 mg/dl with trace ketones. The customer addressed bg level with a bolus via the pump. Reportedly, the customer's healthcare provider (hcp) stated to the customer that the customer is a little insulin resistant. The customer stated that the hcp adjusts the pump settings when the customer visits the hcp. Reportedly, the customer declined troubleshooting.